Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. Temperature confirmation testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. A visual inspection was performed and revealed that the piston foam was deteriorated. Upon conclusion of the investigation, the cause of the failure was determined to be the deteriorated piston foam. The piston foam was scrapped and the device was sent for servicing. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Because the device failed during evaluation, there was no patient involvement.